Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. Patient reported her stimulator turned itself off last night and is in extreme pain because she usually has device on for 24 hours. Patient stated that she had been in pain since she hurt herself 10 years ago but pain got worse last night. She stated she does not believe her implant was dead but it just turned itself off. Patient stated she believes the implant "battery was on but she cannot turn it back on because the antenna cord was chewed by her dog". She stated when her implant turned off, the darkness and swelling came back right away. Patient stated she also experienced cold legs and feels like she was walking on broken glass or nails again. Patient stated she cannot put a blanket over her feet. Patient stated when she has episodes of these symptoms she turns stimulator up but cannot do that since implant is turned off. Patient mentioned that she had a stroke and confirmed stroke was unrelated to device/therapy. Patient also mentioned that she had a blood clot. She reported she was in the ER yesterday morning and they noticed the blood clot. Patient stated they thought she was having another stroke but it ended up being a small blood clot which they flushed away. Patient also states she was experiencing cramping and states this was "charley horse cramps". Patient was getting the recharge ins battery warning screen on patient programmer (pp) screen. Patient mentioned that it's like she is feeling a little "jerk" but it is nothing. Patient confirmed she does not feel stimulation when device is turned off however stated that there was a tiny feeling but this was because she has neuritis and not the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.